Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery depleted from 85% to 5% while connected to a power source. The pump battery then fully depleted and shut off due to insufficient power. The customer's blood glucose level was 120 (mg/dl). Reportedly the customer had an alternate pump for insulin therapy.